Event description:
During preventative maintenance of the device, the field service tech discovered the roller pump turned too easily. The tech made the proper adjustments to repair the pump. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded. Device repaired and returned.